Manufacturer narrative:
The affected r3 straight shell impactor was not returned for evaluation. Therefore a product analysis could not be performed and the device failure could not be confirmed. However, device details were provided. Therefore, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during procedure, the impactor plate cracked. An unknown delay specified. No injury reported. A back up device was available.